Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) ¿was not working¿ for a while, meaning that it was not helping her pain and she was not able to communicate using her patient programmer (pp). The patient inserted new batteries into the pp and tried hooking it up but was unable to. Lastly, the patient felt pain at the ins battery site. In the end, the patient was redirected to follow-up with a healthcare professional (hcp) to assess the medical symptoms and therapy concerns. There were no further complications reported or anticipated.